Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she started noticing fibers coming out of her vagina a week after she last used tampons. She experienced a small amount of unusual bleeding, headache and upset stomach. She went to the doctor and the doctor found numerous tampon fibers. After doctor removed the remaining fibers, she felt better and the bleeding was now like a normal period. She had blood work done and tests came back normal. She stated she has a follow up visit scheduled and she was feeling tired and her stomach has been hurting.